Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient observed the ¿replace generator¿ on their patient controller. The rep received the same message. The patient is awaiting scheduling for an ipg replacement. In an update it was reported the patient had battery replacement on (B)(6) 2023, there were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
It was reported to abbott, a patient observed the ¿replace generator¿ on their patient controller. The rep received the same message. The patient is awaiting scheduling for an ipg replacement. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may take place at a later date to address the issue.